Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and the caller was able to start their sensor session successfully without the error reoccurring.